Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1-4th distal stent wraps with struts raised, bunched and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity rx coronary drug eluting stent to treat a mildly calcified and mildly tortuous lesion located at the distal right coronary artery exhibiting 95% stenosis. Abnormalities were reported in relation to anatomy in that a previous stent was implanted. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent deformed during positioning. It was described that the angle of the al1 guide was an acute angle to the vessel and created an extreme angle into the vessel. The stent incurred some resistance upon crossing that angle and this possibly lifted or damaged the stent strut. The physician stated that the stent damage was noted and the device was replaced with a new rsint25030ux which crossed successfully and the procedure was completed. Patient status post-procedure is alive with no injury.